Event description:
The following has been alleged by the patient's attorney: (B)(6) 2007 - the patient was implanted with a bard/davol mesh during a supracervical abdominal hysterectomy, right salpingo-oophorectomy and abdominal sacrocolpopexy procedure, for the treatment of uterine prolapse. (B)(6) 2013 - the patient underwent an additional surgical procedure with placement of multiple non davol mesh implants during a laparoscopic sacrocolpopexy and mid-urethral sling procedure for the treatment of vaginal vault prolapse. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Additional information has been requested. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.